Event description:
It was reported that remaining estimated longevity of this implantable pacemaker device decreased to a year since implanted 4 years ago. The power consumption was also reported to be elevated. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that remaining estimated longevity of this implantable pacemaker device decreased to a year since implanted 4 years ago. The power consumption was also reported to be elevated. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported. Additional information received from the field representative confirmed that the physician decided to continue to monitor this patient and reprogrammed device settings.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.